Event description:
It was reported that found out, an unknown liquid was present on the back of the device. The issue was found during a repair so there were no adverse consequences or patient involvement related to this event. A sample of the substance was taken for testing.

Manufacturer narrative:
The device was returned to the manufacturer for repair for having no power. The substance was found during the repair process. This report will be updated when the investigation is completed and the results require it.